Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent inguinal hernia repair surgery on (B)(6) 2013 during which the surgeon noted the previously implanted mesh was malpositioned. It was reported that the patient experienced constant pain and discomfort. No additional information is provided.